Event description:
Patient had primary tubing which was connected to a long extension tubing (with two stopcocks). The long extension tubing was connected to the maxplus extension tubing. The breakage occurred when the long extension tubing with the two stopcocks were attached to the max plus tubing.